Event description:
Could not bear weight on left leg [weight bearing difficulty]. Left knee effusion [joint effusion]. Left knee pain/tenderness [arthralgia]. Case description: spontaneous report received on 08-oct-2009 from a (B)(6) male pt, who was also a physician, initials (B)(6). The pt had a history of osteoarthritis and previous synvisc treatment in (B)(6) 2009 and 2003 in the left knee. The pt received an injection of synvisc-one in the left knee on (B)(6)2009. The pt experienced a significant effusion, pain and tenderness and could not bear weight on his left leg on (B)(6) 2009. The pt was treated with prednisone, but the left knee pain and tenderness flared after the treatment was completed. The pt received a steroid injection into his knee during the week prior to this report. The left knee pain and tenderness resolved short term but then flared again. Overall the left knee effusion had almost resolved, the left leg could bear weight, and the pain and tenderness had improved but not resolved. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.